Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, the cardiac physician attempted to cross the valve with a mp and j-wire: however, the cardiac surgeon experienced difficulty with advancing. After fluro, it was noted that the wire was tracking sub-intimal. The physician pulled back the wire and attempted to advance but was unable to advance past the dissection. The physician consulted with surgery who suggested pulling the wire and sheath out, and the case was aborted. There was no report of patient harm or injury.